Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device locking sleeve was stuck. It is known that the device was not used in surgery. It is unknown if injury or medical intervention occurred. The date of this event is unknown. There was no add'l info provided.